Manufacturer narrative:
C19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was implanted with 7mm x 2.5cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat left renal artery during abdominal aortic aneurysm procedure. After 8fr long sheath was advanced, the viabahn device couldn't be advanced to target lesion. It was stuck at the entry of left renal artery and couldn't be retrieved back into sheath. The physician tried to deploy the viabahn device, the deployment line was stuck. Then the viabahn device was withdrawn into abdominal aorta. The physician pulled the deployment line with large force. The proximal endoprosthesis didn't expanded. Finally, a cuff was implanted to fix partially expanded endoprosthesis attached to the abdominal aorta, above the opening of proximal right renal artery. A part of deployment line and endoprosthesis were remained in patient. Another device was used to complete the procedure. The patient tolerated the procedure and was in good status.

Manufacturer narrative:
H6: c19: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two jpgs, (pages 2-3) and two movies were submitted for evaluation. Movie 1 (pages 4-5) is 8 seconds in length. Movie 2 (pages 6-7) is 17 seconds in length. Still captures of the movies are below. There appears to be a partially deployed viabahn device near the proximal level of the aortic component in the jpgs and in movie 1. Movie 2 appears to be the final angiogram run; the device is no longer visible. Unable to visualize or confirm a foreign body or deployment line fragments remaining in body. D1002-evaluation of the provided images confirms the reported partially expanded endoprosthesis near the proximal level of the aortic component, but the cause for the partial expansion and broken deployment line could not be determined. Gore provides warning against use of the device within stents or stent grafts other than vsx devices because of potential deployment complications. The reported information also indicates the physician pulled the deployment line with large force, and this is considered a reasonably foreseeable misuse. The device instructions for use advise pulling the deployment knob slowly away from the adapter. Relationships between neither the aortic component nor the force applied during attempted deployment and the stuck/broken deployment line could not be established with the available information.